Event description:
The complaint states that signal loss over one hour was reported. Product was provided for investigation. Confirmation of the complaint was confirmed via product. The probable cause was the transmitter and app were unable to establish a connection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.